Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 200s mg/dl and a bolus of insulin was delivered to address the bg level. To address the occlusions, the customer either resumed insulin delivery without changing the supplies or the supplies on the pump were changed. As the supplies had been changed prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of the occlusions.